Event description:
It was reported that the lens in the pt's left eye was found to have crystalline deposits on its posterior surface approx 7.5 years post implant. Previously the pt had a yag procedure performed approx 6 years post implant. The pt was prescribed glasses.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available to be returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information received a definitive root cause could not be determined.